Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 r-cem; cat#5510f302; lot#cyt6d; tri ts baseplate size 3; cat#5521-b-300; lot#a9y3ob; triathlon symmetric x3 patella; cat#5550-g-319; lot#klmj; triathlon ps fem component, cemented; cat#5515-f-302; lot#a3x7ga; simplex hv with gentamicin us 1 pack; cat#6195-1-001; lot#719ba856cy; simplex hv with gentamicin us 1 pack; cat#6195-1-001; lot#727ba870dy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to pain. Possible cause or contributor for pain not reported to rep. A 3 x 11 cs insert and size 3 cr femoral component were revised to a size 2 ts femoral component with stem and 2 augments, a 3x11 ps insert, and a bone plug.